Manufacturer narrative:
(B)(4).

Event description:
It was reported pt had a catheter revision (B)(6) 2010. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.